Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced the following injury, sudden cardiopulmonary arrest, and subsequently expired as a result of the product administered to the pt for dialysis treatment.